Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for extended charge time was observed via remote transmission. The patient also had received multiple inappropriate shocks previously. Programming change was made. The hv therapies were later programmed off due to patient going into hospice care unrelated to the device.